Event description:
Patient reports the teeth have moved in chaotic directions and the bite is way off. The dentist has suggested ceasing treatment and be under a dentist's care who can monitor the progress.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.